Event description:
It was reported that during a selenia dimensions 3d mammography system procedure on (B)(6) 2025, the technologist indicated that the switch to rotate the c-arm did not respond when engaged. It was further reported that prior to the switch becoming unresponsive, it would periodically get stuck, causing the c-arm to continue to rotate. A hologic field service engineer (fse) was dispatched to examine the device and found the switch behind the detector would get stuck and cause the c-arm to rotate. The fse replaced the c-arm rotation switch and confirmed that the device is functioning in accordance with manufacturer specifications. No patient or user injury was reported, and no further information is currently available.